Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was shutting off ¿on the left side¿ which started about 2 months ago. The patient stated that they would keep turning it back on with the programmer unit. It was noted that the same thing was now happening on their right side. The patient stated, the ¿device was not working¿. It was further noted that both devices were not working and were shutting off. It was reported that this was ¿happening on their own¿. There were no falls or trauma reported associated with the issue. The patient went to their doctor one week ago where the impedances were checked (¿30 and 40% was the impedance¿). It was reported that even when the devices were on they were ¿not helping¿ the patient although it was noted that they did help for a while. It was noted that the devices turning off and that they were ¿not helping¿ issues were slowly ¿getting worse and worse¿. The patient also stated that their memory was not very good and that they taking medicine which they were slowly backing off on. In addition, it was noted by the patient that their doctor did ¿mention adjusting the system¿. It was also reported that the patient had pain in the pelvic floor (especially when the devices were off) which started a couple of months ago (exact date of onset was unknown). It was noted, the pain got better when the devices were on. The patient stated that they now had to take medications now and ¿never had to before¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# va07nka, implanted: 2013-05-06 explanted: product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va07c2t, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).